Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the internal carotid artery that was heavily calcified, mildly tortuous and 80% stenosed. Reportedly, the 5.0x30mm viatrac plus dilatation catheter was prepped (air aspiration) outside the anatomy prior to use without any issues. There was no resistance during advancement to the lesion. When the balloon was pressured to 10 atmospheres, it ruptured during the 1st inflation. A same size device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.